Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (3000 mg/ml at 300 mcg/day) via an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient had never perked up after the pump replacement procedure on (B)(6) 2019. The patient couldn¿t breathe on their own; was currently intubated; and in a catatonic state. Additional information was received on (B)(6) 2019 from the hcp who reported that at implant the original baclofen was instilled in the new pump at the same rate and the patient did not improve. On (B)(6) 2019, the pump was refilled with new drug after the old baclofen was removed. The new concentration was 2000 mcg/ml. At the time of this report, the pump was delivering preservative free baclofen (2000 mcg/ml at 400 mcg/day). The patient had myoclonus in her arms, shoulders, and neck despite clonazepam 4 mg/day. She had respiratory effort but remained on a ventilator with pneumonia and was comatose. Her eeg revealed no seizures. No further complications have been reported as a result of this event.